Event description:
It was reported that the tip came off of the irrigator during the course of a procedure. The tip fell into the surgical site but was easily picked-up out of the surgical site by the operating room staff. There were no adverse consequences and no medical intervention required to removed the piece. The procedure was completed successfully using the back-up device.

Manufacturer narrative:
The device has been received. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.